Event description:
The technician indicated he found when the brakes were engaged, the left foot caster did not unlock from the brake after he had performed mod 424.

Manufacturer narrative:
The hill-rom field technician performed mod 424 to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters to the affinity 4 birthing bed.